Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2025-03713, is a duplicate of mrn 9617229-2025-04229. Please see mrn 9617229-2025-04229 for reportable events. Additional, changed, and/or corrected data: b2, b5, h10, h11.

Event description:
It has been identified that this record, mrn 9617229-2025-03713, is a duplicate of mrn 9617229-2025-04229. Please see mrn 9617229-2025-04229 for reportable events.